Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the heart lung console battery would not retain a charge. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in process, but not yet concluded.